Event description:
Angioplasty and implantation of a stent in the left vertebral artery segment 4/posterior inferior cerebellar artery was successfully completed without any technical difficulty. The physician reported that four hours post procedure, the patient had an episode of bradycardia. A CT scan revealed a bleed in the brain stem that the physician stated was "a kind of reperfusion bleeding, a known clinical risk for this treatment". The physician does not allege any malfunction or non conformance of the stent, but that the event was due to "the improved flow". The patient was reported to have died due to the bleeding in the brain stem.